Event description:
Customer reports receiving an inaccurate reading in the blood glucose test. Customer received a reading of 441 mg/dl compared to a laboratory result of 98 mg/dl obtained within 10 minutes. All readings were obtained from the finger. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A follow up report will be submitted if product is returned for evaluation.